Event description:
It was reported that the patient received inappropriate vf therapy due to lead noise. The noise was reproduced by arm movements. The lead was capped and replaced. No further information is available.

Event description:
New information notes that the patients condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with connector pin measuring 21.4cm was returned for analysis. External insulation abrasion was noted at 16.3-19.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of a sensing anomaly if the lead were to come in contact with the ICD can.